Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation.

Event description:
It has been reported that approximately nine weeks following a distal femoral osteotomy procedure, the patient underwent a revision due to plate fracture. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10 device available for evaluation? Yes, returned to manufacturer. H3 device evaluated by manufacturer? Yes. H6 patient code: 2369. H6 method code: 3331 - 4109. H6 result code: 213. Complaint sample was evaluated and the reported event was confirmed. Product was evaluated and fracture of the device was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. Reference (B)(4).